Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad (B)(6) 2019. Records indicate patient received a right attune total knee arthroplasty. No allegations provided of patient injury or product failure, nor report of revision. Doi: (B)(6) 2016; dor: unknown; (right).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the DHR review found of the 2860 units of this batch released for distribution, one unrelated non-conformance was identified with this lot. Final micro and sterility tests passed.